Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced wound dehiscence. Subsequently, the patient developed infection at the implant site and exposing the receiver/stimulator. The patient was treated with oral antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.